Manufacturer narrative:
Event description continuation: force visualization features used included dashboard, vector, and visitag. Visitag parameters for stability included a range of 3mm. No additional filters were used with the visitag. Color options used prospectively included force-time integral. Smart touch catheter was not in close proximity to another catheter, as the smarttouch catheter was not yet in place. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: soundstar eco catheter (model# m-5723-17 serial# (B)(4)); jude medical brk transseptal needle (model# unknown lot # unknown); st. Jude medical sl0 8.5 french (model# unknown lot # unknown). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring protamine and pericardiocentesis. At the beginning of the procedure, prior to transseptal puncture, a pericardial effusion was detected. During the procedure, the effusion was monitored. At some point, the physician decided to abort the remainder of the procedure and withdrew the catheters from the left side of the heart. Protamine was administered for heparin reversal. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Thirty minutes post-pericardiocentesis, ultrasound revealed that the effusion was fully resolved. Patient left the lab without further complications. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that aborting the remainder of the procedure had no negative effect on the patient. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. Physician indicated that the event occurred prior to transseptal puncture, while advancing the guide wire out of the sheath. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. Sheath used was tentatively reported as a st. Jude medical sl0 8.5 french. Generator parameters included temperature control mode. Generator settings were not reported, as the injury occurred prior to transseptal puncture. Overall ablation time and last ablation cycle time at the site of injury were not reported, as the injury was not related to ablation. Irrigated catheter flow was set at 2ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 300-350 seconds.

Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring protamine and pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/17/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).